Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the during a pack change, the ventricular lead was noted to be fractured. The lead was capped and replaced.